Event description:
It was reported that a pt underwent a sling procedure on an unk date. Five months after the procedure, the pt bent over and heard something "split". The pt began having stress incontinence again immediately. The pt also has a mesh exposure which has not healed. The pt is considering a further resection of the exposed mesh with reclosure.

Manufacturer narrative:
Date sent to the FDA: 09/26/2008. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.